Event description:
It was reported that there was a leak near the luer lock site with an access solution administration set. This observation was made during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. Visual inspection was performed and noted that the tube was under inserted into the luer lock; therefore, the luer lock had separated from the tube causing the leak. The reported condition was verified through visual inspection. The cause of the condition was underinsertion of the tubing into the luer lock during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.